Manufacturer narrative:
Concomitant product: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). : conclusion: conclusion not yet available. Evaluation is in progress. A current investigation involving loop haptic breakage is ongoing. (B)(4).

Event description:
The reporter stated physician has strong concerns regarding article he read that mentions about loop haptic degrading of model aq2010v lens. The information provided by santen pharmaceutical, article refers to case report: polymide iol haptic breakage- cataract surgery - volume 40, february 2014.